Event description:
Spontaneous call, patients pump alarmed no cartridge while in use. Advised we would be shipping replacement pump. Mother switched patient to backup pump. No other information available. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did this reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by patient/caregiver. Dose or amount: 0.014 ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2019 to current. Diagnosis or reason for use: pah.